Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
The device tested out of specification during manufacturer's analysis. The device was returned from outside of the us without information regarding patient impact or product performance. Efforts to contact the physician/hospital regarding this event are in process at this time.